Event description:
Customer reported, the left monitor went blank during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. System operates as intended.